Event description:
Information was received that the cuff of a smiths medical tracheostomy had leaked after 12 days in use. As a result, 11cc sterile water was inserted again, and cuff leaked within 10 minutes. The incident was reported to be resolved and no patient injury resulted.

Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device has found it to be in good physical condition. Device underwent functional testing to detect for leakage. A leak was detected in the cuff balloon. The reported customer complaint was confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.